Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline had resistance in the phenom27 catheter. It was used to telescope the product after pipeline5-35 was deployed. An unnatural stiffness during delivery of the inside of phenom 27 was felt. Also, 5-35 was delivered smoothly, and the external sleeve removal was not performed, etc. The initial scheduled deployment position was the same as the straight portion of the blood vessel during 5-35 placement, but it could not be deployed at all. It is considered a defect in the opinion of the facility due to the unnatural hardness at the time of delivery. Afterwards, the size was reduced, 5-16 was placed, and there were no health hazards, so the treatment was completed without any problems. The pipeline was not stuck. The resistance was on the proximal side of shaft. The delivery pusher was not damaged. The devices were prepared as indicated in the package insert. The patient was being treated for an unruptured, saccular aneurysm in the left internal carotid artery (ica), c5 segment. The max diameter was 16mm and the neck diameter was 11mm. The distal landing zone was 3.6mm and the proximal landing zone was 5.0mm. Vessel tortuosity was moderate. No patient symptoms or complications were reported. Additional information received reported that the position of the aneurysm was bouthillier class c5. The tip is slightly deployed. There was a small amount of resistance generated during the resheath. The device was collected along with phenom27. A replacement phenom 27 was used. There was no damage, such as deformation, breakage, or fraying, on the delivery wire or stent in the pipeline after collection. The pipeline did not fail to open. The cause of the pipeline issue was not determined. A continuous saline flush was administered and maintained as indicated in the IFU.